Event description:
It was reported that upon interrogation post implant, merlin displayed an onscreen alert stating erroneous parameters with a choice to return to default settings or help. The programmer was rebooted but the same error was displayed. The device was reinterrogated and normal function was confirmed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.